Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 805 mg/dl on (B)(6) 2017. The customer was not feeling well due to their high blood glucose and noticed the insulin was not going in. The customer had symptoms such as shakes, blurry vision, and sleepiness. Customer treated with a bolus of 10 units this morning. Customer's blood glucose was 469 mg/dl at the time of the call. Customer stated that she has been in the hospital twice in the past 2 weeks. The customer was not wearing the insulin pump during the hospitalization and was off the pump for less than 48 hours. The insulin pump will not be returned for analysis. Customer will receive replacement infusion sets since they stated that insulin was coming out of the quick release.

Manufacturer narrative:
Device received with a severely cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to a severely cracked and bleeding lcd glass. Unable to perform the device trace history download and care link uploaded due to a severely cracked and bleeding lcd glass. Device had also had a minor/deep scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).